Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that the customer experienced difficulty charging the pump. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose level was 123 (mg/dl).